Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via manufacturer representative that the inner blade fell off during the procedure. The device was used in an osculating manner. It was the first time the blade was used. The case was completed using a different blade. There was a delay in the procedure. There was no patient impact.

Manufacturer narrative:
Analyis found that there was a residue consistent with biological contaminants on the device. Visually, the middle assembly spiral wrap was stretched, and the tip was pulled away from the assembly. There was no detachment of any component. There was uneven wear on the inside diameter of the middle assembly cutting tip. The distal teeth of the middle assembly were deformed. The front hub locking area was deformed as well. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the blade was disconnected from the handpiece and it resulted to broken fragments from the device. There were no fragments left inside the patient's body.